Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up, down and ok keypad buttons reportedly were over and under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the keypad cover was found to be peeling off below the ok keypad button.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: the keypad cover was found to be intact. The keypad cover was removed; there was moisture damage found on the keypad flex connector and contamination was found under the key contacts. All keypad buttons were found to be unresponsive. Unrelated to the complaint, moisture was observed behind the display due to a keypad leak. The display screen was also found to be distorted, and the remaining steps were unable to be completed due to internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.